Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The blood glucose at the time of admission was unknown. The customer had been experiencing low blood glucose levels for the past couple of weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer mentioned that the insulin pump was exposed to a full body scanner at an airport while traveling. Nothing further was reported.